Event description:
The pt's implantable neurostimulator (ins) was removed due to a bacterial infection. The pt symptoms included a burning sensation, redness, pain, and a yellowish discharge at the ins site. The pt was treated with unspecified antibiotics. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The implantable neurostimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.